Event description:
Provider alleged tie wraps are leaking. Per independent repair center statement, the unit was alarming or red light -- confirmed. The key failure was the exhaust muffler clogged. Additional malfunctions were the zip ties leaked and clamps leaked.